Manufacturer narrative:
Service reviewed the instrument logs and recommended the customer replace the sample probe (01g48-04) and c4/c8 rgt pr rohs (01g47-04). Replacement of the parts (sample probe and reagent probe) resolved the issue. Review of the instrument service history revealed no additional erratic or discrepant patient results related to the current issue. Additionally, there were no service or complaint issues on or around the date this complaint that may have contributed to the issue. Review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with the complaint issue. The erratic result rates were within acceptable limits with no trends identified. Review of manufacturing documentation and trending data for the sample probe and c4/c8 reagent probe did not identify a related non-conformance, potential non-conformance or trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry: (B)(6). A patient information: no further information was provided.

Event description:
The customer obtained a falsely depressed calcium result while using the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 0.69 mmol/l and repeat of 2.54 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry: (B)(6). A patient information: no further information was provided.

Event description:
The customer obtained a falsely depressed calcium result while using the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 0.69 mmol/l and repeat of 2.54 mmol/l. No impact to patient management was reported.